Manufacturer narrative:
Customer reported that a pyxis anesthesia es system screen unexpectedly stopped responding during a procedure. Customer reported that the patient successfully underwent an undisclosed procedure. After initial surgery's end the patient was reported as significantly bleeding.the surgeon was called back to perform follow up surgery and the anesthesiologist reported being unable to remove medication. Customer confirmed medication was successfully retrieved from another operating room. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device in work order 01176515. The field service engineer inspected the device's all in one unit and reported that no issues were found. Customer tested and confirmed touchscreen functionality. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system screen unexpectedly stopped responding during a procedure. Customer reported that the patient successfully underwent an undisclosed procedure. After initial surgery's end the patient was reported as significantly bleeding.the surgeon was called back to perform follow up surgery and the anesthesiologist reported being unable to remove medication. Customer confirmed medication was successfully retrieved from another operating room. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis anesthesia es system screen unexpectedly stopped responding during a procedure. Customer reported that the patient successfully underwent an undisclosed procedure. After initial surgery's end the patient was reported as significantly bleeding. The surgeon was called back to perform follow up surgery and the anesthesiologist reported being unable to remove medication. Customer confirmed medication was successfully retrieved from another operating room. Patient or user harm was not reported.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2021 to (B)(6)2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with touchscreen. A field service engineer replaced a faulty return bin, installed return bin and checked aio to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis anesthesia es system screen unexpectedly stopped responding during a procedure. Customer reported that the patient successfully underwent an undisclosed procedure. After initial surgery's end the patient was reported as significantly bleeding. The surgeon was called back to perform follow up surgery and the anesthesiologist reported being unable to remove medication. Customer confirmed medication was successfully retrieved from another operating room.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2021 to (B)(6)2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with touchscreen. A field service engineer replaced a faulty return bin, installed return bin and checked aio to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.